Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. During the procedure, the watchman truseal access system (was) was inserted and became kinked when crossing the interval, although there was no vigorous operation of the was during the procedure. The same was was used to complete the procedure. The procedure was concluded, and the patient was unaffected and stable.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman truseal access system was analyzed, and the reported event of sheath kink was not confirmed. Product analysis could not confirm the reported event as there was no damage or defect on the returned device. A thorough review of the available information in the complaint did not find any fault condition(s) with the product related to the reported complaint allegation h6 evaluation method code changed from device not returned to testing of actual/suspected device, with analysis of production records code added h6: evaluation conclusion code changed from cmc-no problem detected to no problem detected.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. During the procedure, the watchman truseal access system (was) was inserted and became kinked when crossing the interval, although there was no vigorous operation of the was during the procedure. The same was was used to complete the procedure. The procedure was concluded, and the patient was unaffected and stable.